Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(6). (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection." This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2016-00861, 00926, 00927).

Event description:
Patient enrolled in a clinical study experienced delayed wound healing of left knee 5 days post-implantation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient enrolled in a clinical study experienced delayed wound healing of left knee 5 days post-implantation. The wound was treated with change of bandage and disinfectant ointment. The would was reported to be healed 14 months post-implantation.